Event description:
On (B)(6) 2012, pt reported experiencing elevated blood glucose level. Pt stated she removed the infusion set and the infusion set cannula was bent. Pt feels this could have been the reason her blood glucose was elevated. Pt is using a competitor's infusion set. Advised pt to contact the MFR to report the concern. Pt reported her blood glucose level was 506 mg/dl when she woke up and she drove herself to the hospital. Pt is currently admitted to the hospital. Pt stated she was given insulin IV for treatment and her current blood glucose level is 354 mg/dl. Pt's target blood glucose range is 60-120 mg/dl. Pt is hoping to be discharged today but is not sure. On follow up call on (B)(6) 2012, pt reported she was discharged from the hospital this morning with a blood glucose level of 118 mg/dl. Pt stated her blood glucose level has remained normal. Pt is currently connected to the infusion device. No product return was requested.